Manufacturer narrative:
As reported, when the 10x60m 135cm powerflex pro balloon entered the patient¿s body, it was found that there was leakage of contrast agent during the dilatation of the balloon by using the pressure pump. There were no reported patient injuries. The device was stored in the cath lab for one week. The device was stored handled and prepped per the instructions for use (IFU). There were no difficulties removing the product from the hoop or removing the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. The maximum inflation pressure was eight atmospheres. The leakage was observed from the balloon. The target lesion was the iliac vein. The lesion was not calcified. There was no vessel tortuosity. There was no percentage of stenosis. The device was used for chronic total occlusion (cto). The procedure was completed using another balloon. A non-sterile powerflexpro 10mm6cm 135 was received coiled inside of a clear plastic bag. The product was removed from the plastic bag to do a first visual inspection without any optical magnifying device. The balloon was received not inflated. During the visual inspection, an axial rupture was observed at the balloon. No other damages or anomalies were observed at the returned part. Functional test was not performed due to the axial burst condition of the balloon visible at a naked eye inspection. The balloon¿s outer and inner surfaces were scanned to identify the possible root cause of the rupture. Sem results showed that the balloon¿s internal surface and marker bands did not present any evidence of damage or defect. However, the external surface presented evidence of scratches and tension/stress marks near to the balloon ruptured area. Scratches are commonly caused during the interaction of the balloon material with a sharp object. Moreover, the tension/stress marks observed suggest that the device was induced to stretching events that exceeded the material yield strength prior to the material separation. It¿s very likely that the same factors that caused the scratches and tension/stress marks on the balloon could have led to the rupture found on the received unit. No other anomalies were observed during the sem analysis. A device history record (DHR) review of lot 17679266 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was not confirmed due to the technical definition of a leakage, however a balloon rupture was confirmed, which may appear to the user as a leakage, through analysis of the returned device. However, the exact cause of the balloon rupture could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (cto) and/or procedural/handling factors may have contributed to the balloon rupture/leakage reported as evidenced by the scratches and tension/stress marks found around the rupture/leakage area during sem analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17679266 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the powerflex pro balloon entered the patient¿s body, it was found that there was leakage of contrast agent during the dilatation of the balloon by using the pressure pump. There were no reported patient injuries. The device was stored in the cath lab for one week. The device was stored handled and prepped per the instructions for use (IFU). There were no difficulties removing the product from the hoop or removing the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. The maximum inflation pressure was eight atmospheres. The leakage was observed from the balloon. The target lesion was the iliac vein. The lesion was not calcified. There was no vessel tortuosity. There was no percentage of stenosis. The device was used for chronic total occlusion (cto). The procedure was completed using another balloon.